Manufacturer narrative:
Additional information noted that a revision took place and the competitor lead was replaced and a new competitor lead remains implanted with this device.

Manufacturer narrative:
A review by boston scientific technical services (ts) noted that there was evidence of a possible lead or connection issue. A save to disk was requested in order to view the full device data and review the stored episodes on the programmer in order to provide more specifics about the noise and what might be happening. Ts discussed turning the minute ventilation sensor (mv) to off, and discussed doing testing to determine the root cause of this case.

Event description:
Boston scientific received information that the patient presented to the clinic with increased shortness of breath. Upon interrogation of the device noise episodes were noted resulting in pace inhibition. The patient had an underlying rhythm. All other reading with this competitor lead were normal. Provocation testing did not show any noise. In additional loss of capture was also seen with a backup pacing pulse during monitoring while the patient was being check in the clinic. The system remains implanted. No adverse patient effects were reported.